Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.

Event description:
It was reported that while in the "hemodynamic department", the intra-aortic balloon (iab) was prepped and the super arrow-flex (saf) sheath was inserted. As the md was inserting the iab through the saf sheath, the membrane became stuck at the "height of the union of the metal with the balloon." As a result, the md removed the iab and inserted a second iab "without any problems", there were no reported pt complications. Additional information received on 3/15/2010 by regulatory in (B)(4) stated that the iab was prepped per instruction. The iab and saf were removed as one unit and the spring wire guide was kept in place while the iab was replaced.